Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported a syringe has black contaminants all throughout. To aid in the investigation, two samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and the syringe barrels have a splash of ink. This defect could occur if the ink dispenser delivered an excess of ink. A device history record review was completed for provided material number 309653, lot 3198873. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received mat# 309653 batch# 3198873. It was reported by the customer that bd 50ml sterile syringe has black contaminants all throughout the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Reported event: bd 50ml sterile syringe has black contaminants all throughout the syringe. Lot#3198873. Date of incident:13-oct-2023. ------ add info received 1st customer response was there any patient involvement? No. If yes, what is the patient outcome? Are there any adverse events/serious injuries? No. Was there a delay of, or change in, the course of treatment due to the event? No. What type of procedure is being performed? Compounding sterile compounds. What was the medication/fluid in use at the time of the event? No-tech noticed before use.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a180104 - device contamination with chemical or other material patient problem code: f27 ¿ no patient involvement

Event description:
Mat# 309653 batch# 3198873 it was reported by the customer that bd 50ml sterile syringe has black contaminants all throughout the syringe. Date of incident:(B)(6) 2023 additional information: was there any patient involvement? No - if yes, what is the patient outcome? Are there any adverse events/serious injuries? No - was there a delay of, or change in, the course of treatment due to the event? No - what type of procedure is being performed? Compounding sterile compounds - what was the medication/fluid in use at the time of the event? No-tech noticed before use.